Manufacturer narrative:
Concomitant products: catalog# 7510800, m110608aac, pro code nek. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with disc disruption and nerve root irritation at the l4-l5 level on the left. Pt. Underwent a procedure for lumbar decompression of nerve root on the left side, completion of discectomy, tlif at l4-5 with interbody cage and bmp, pedicle screw fixation l4-l5-s1, and bmp on the transverse processes. At 16 months post-op the patient presented with post laminectomy syndrome, lower extremity radiculopathy, failed low back syndrome, and lumbago. Pt. Underwent a procedure for removal of hardware from l4-s1, exploration of fusion, and revision laminectomy at l4-5 with removal of bony mass and foraminotomies of l4 and l5. Pseudoarthrosis was noted at l4-5. L5-s1 was fused. Records indicate it appeared there was a continuation of the mass from behind the interbody cage at l4-l5 into the epidural space, causing significant neural foramen impingement.